Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 18dec2023. Correction to information provided in h6 of the initial medwatch report: medical device problem code ¿1183 - no display / image¿ was inadvertently added. Additional information obtained identifies the customer inspects the device to detect any malfunction before using it. The customer performs manual cleaning within an hour after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, the unit experienced error b30, scope communication error. The issue was found during reprocessing and had no patient involvement. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign material at the bending section cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the device, and there was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: due to corrosion switch 1 and 2 did not work, the light guide lens had a chip, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, the coating on the connecting tube was peeled, the connecting tube had a wrinkle, the bending angle in up and down direction did not meet the standard value due to wear of angle, the play of the upward/downward and right/left knob is out of the standard value due to wear of angle, the switch flexible printed circuit unit cover had corrosion due to water leakage, the dots are smudged and connected on the water detection sticker 1a and 1b, due to damage on the charged coupled device unit, the image had white dots, the objective lens had a scratch, the suction cylinder was shaved, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.